Manufacturer narrative:
The device has been received by depuy synthes. The investigation currently undergoing evaluation. Once the evaluation has been completed or additional information is received, a supplemental report will be sent.

Event description:
Report received from the (B)(6) stating that service was required for the device. During service a bent drive shaft was noted. It is unknown if the device was used in surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.